Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. One photo was provided by the customer. However, according to the photos the failure mode cannot be confirmed as the photos provided are not clear.

Event description:
It was stated that the customer received at least one package of ref 21-7357-24 (per the back of the package) tubing (without filter) but the flip side of the packaging paper information showed a picture of a 1.2 micron filter attached to the tubing, appears to be information for ref 21-7364-24 (tubing with filter). There was no patient involvement.